Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72), a non-penumbra microcatheter, and a non-penumbra sheath. During the procedure, the physician made one pass using the red72. Subsequently, while advancing the red72 past the carotid t to make the next pass, the physician experienced resistance and decided to retract the red72. However, upon retracting, the physician noticed the midshaft towards the distal end of the red72 had broken off under angiography. Therefore, the physician used a snare device to remove the broken piece of the red72 out from the patient. The procedure was completed using a non-penumbra catheter, non-penumbra stent retriever, and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red72 confirmed a fracture on the distal shaft. Evaluation revealed that the red72 was stretched proximal to the fractured location. This indicated that the device was stretched prior to fracture. This damage typically occurs due to being retracted against resistance. If the device is retracted against resistance, it may become stretched and subsequently fracture. The root cause of the resistance experienced during the procedure could not be determined. Further evaluation revealed kinks on the catheter shaft. This damage was likely incidental to the reported complaint. The distal fractured segment was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.